Event description:
The customer stated that the insulin leaks from the end of the 0-rings. Checked customer technique and seems to be correct. Instructed customer to make sure not to rock plunger and to continue to monitor.